Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a suspected inappropriate shock for possible atrial fibrillation (af) with rapid ventricular response. It was noted that the implantable cardioverter defibrillator (ICD) was in mode switch prior to detection. In addition, intermittent undersensing of the right atrial (ra) lead was noted. The ICD and ra lead currently remain in use. No further patient complications have been reported as a result of this event.